Manufacturer narrative:
H10. Internal reference number: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. The tip is heavily worn from use. The very tip of the metal shaft past the electrode is darkened from high temperature. The shaft covering is ripped back and has signs of melting. A wire is exposed from under the shaft covering. Product was out of the original packaging. No packaging returned. A functional evaluation was performed on the returned device and found an e7 error, related to the wand being reused. Using a bypass box also causes an e6 error for open t/c error. The wand could not be tested further due to the errors. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for the burnt electrode has been associated with unintended use of the device. Factors that could have contributed to the failure include 1) using the wand above default output settings for prolonged periods of time, thus causing the electrodes to become eroded extensively. 2) inadequate flow and circulation of saline in order to ensure adequate flow to prevent unnecessary heating or pre-warmed saline was used. 3) damage to the tip and/or shaft insulation that occurred as a result of contact with metal objects while activating the wand. The root cause for the e6 error has been associated with a component failure. Factors that could have contributed to the failure include 1) the wand's use-limiting feature was triggered or the set point was lower than the default set point. 2) a short. 3) wire broke inside the wand cable. 4) the shaft was harmed by hitting a hard or bony structure; this would have caused the solder at the thermocouple wire to become separated and result in an open tc circuit. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the ambient turbovac wand sent an alert, when the surgeon removed the device from the patient to observe it, it was noticed that a part of the tip of the sheath had burnt. The procedure was completed using a s+n back up device. It is unknown if there was a surgical delay. No further complications were reported. Results of investigation found a wire is exposed from under the shaft covering which makes it a reportable event.